Event description:
It was reported that bd ultra fine¿ pen needles would not deliver medication during injection. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8205947; medical device expiration date: 2023-08-31; device manufacture date: 2018-07-24; medical device lot #: unknown; medical device expiration date: unknown; device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles would not deliver medication during injection. No serious injury or medical intervention was reported.